Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse performed service on the instrument and determined that line #18 was not connected and was leaking di water. Line 18 provides di water to the electrolyte injector cup (eic) assembly. The fse connected the line and restored the instrument to specifications. The fse verified the repairs. Failure mode of this event was disconnected line 18.

Event description:
A customer reported that their unicel dxc 600 pro synchron clinical system was leaking onto the floor and fluid was observed on the drip tray of the modular chemistry (mc) reagent compartment. The customer described the volume of the leaked fluid as 3 cups. The customer reviewed msds and they have chemical exposure plan in the laboratory. The customer was wearing gloves, goggles and laboratory coat during the troubleshooting. Per customer, nobody seek medical attention. Per the customer, no wrong patient results generated and reported out. No death or injury was reported in connection with this event.